Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation below 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complication and the patient condition was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation below 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complication and the patient condition was good.